Manufacturer narrative:
Additional information received stated that a valve in valve procedure was performed with a sapien 3 valve successfully due to valve degeneration. Per the instructions for use (IFU), device degeneration is a potential risk associated with the use of bioprosthetic heart valves. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the valve degeneration cannot be confirmed. However, as limited information was provided, there are no known risk factors that could have contributed to the event (e.g. End-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. It is possible that the event is related to the progression of the patient's disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received and there is a planned for a valve in valve procedure. Thicken leaflets and reduced leaflet mobility was noted on echo. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, or micro-thrombi. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). There are cases where symptoms do not develop and the patient can be treated medically (initiation of vitamin k antagonist, etc.), however the patient may become symptomatic and require hospitalization for treatment. In this case, there was no allegation or indication a device malfunction contributed to the event. The cause of the increased gradient and leaflet thickening cannot be determined. However, it is possible that it may be related to the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), approximately 4 years and 9 months post transcatheter aortic valve replacement (tavr) with a 23mm sapien xt valve, the patient presented with shortness of breath with gradients of 28mm hg. There is a plan for a valve in valve procedure. Per medical opinion, the root cause was likely related to the structural degeneration of the sapien xt leaflets